Manufacturer narrative:
(B)(4).

Event description:
It was reported that communication with the pulse generator could not be established. The device was explanted and replaced. The patient was stable post procedure and would continue to be monitored normally.